Event description:
A report wss received that the patient underwent a pocket revision due to experiencing pain at the pocket site and difficulty charging the ipg. The physician chose to replace the ipg because at the time of the procedure the ipg was in hibernation mode. The device was working properly. The patient was doing well after the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a pocket revision due to experiencing pain at the pocket site and difficulty charging the ipg. The physician chose to replace the ipg because at the time of the procedure, the ipg was in hibernation mode. The device was working properly. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.